Event description:
It was reported that the pump skips the load cartridge step. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. Unrelated to the event the battery compartment was found to be corroded and rusted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).